Event description:
Additional information received reported the patient was hospitalized on (B)(6) 2012 due to a normal device replacement. The patient reportedly experienced no symptoms. Normal battery depletion/ end of service occurred. It was reported there were no issues at prior to, during or after the replacement. The device system had contained dilaudid at the time of the event. The device was discarded after surgery. It was later reported during the replacement surgery, ¿scant flow¿ from the intrathecal catheter was seen. During surgery,after the old pump was removed from the patient and while the new pump was being prepped, attention was turned to the catheter and was when scant cerebrospinal fluid (csf) flow was returned. An attempt to clear the catheter was made with ¿gentle suction¿ using an empty 3 ml syringe. It was reported ¿about¿ 0.5ml of drug and csf were removed however resistance was met and therefore the suction was stopped. No additional drug and csf were returned. At that point, the health care provider needed to make the decision as to whether or not replace the entire system or just the pump. The decision was made to replace just the pump ¿for several reasons.¿ ¿first, the catheter had migrated up into the basilar cisterns and fear of retrieval actively causing damage was felt to be too high to dislodge the catheter. Regarding inserting a new catheter, the decision was made not to given the fact the patient is quite cachectic, instrumented in her lumbar spine, and the fear of complications related to tunneling in this situation. Additionally, although scan return was obtained, there is good evidence that the catheter was indeed working: 1) when interrogated, the catheter was shown to be delivering drug and 2) there was no drug found in the pocket. This indicates this drug was indeed getting into the catheter. Given the patient¿s report that she had continued to get adequate relief indicates that she is getting adequate delivery of drug.¿ following the surgery, the patient was extubated and stable. They went to the post anesthesia care unit (pacu) and then home when cleared by anesthesia.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that this patient has had an "emergency thing" occur when she had been in the hospital. It was not known why the patient was hospitalized or what the issue was. However, reportedly the issue was "worked out" but it was unknown how it was resolved. In addition, the patient reported that the last time she was in the hospital, a medtronic representative came and sat with her while she wait to see a physician. However, that physician was not taking any more patients. It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).